Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a procedure the radiofrequency multigen would not initialize past the first screen. The patient was on the table and prepped and the procedure had to be cancelled. There were no other adverse consequences or medical intervention reported.

Event description:
It was reported that during a procedure the radiofrequency multigen would not initialize past the first screen. The patient was on the table and prepped and the procedure had to be cancelled. There were no other adverse consequences or medical intervention reported.